Manufacturer narrative:
D9: 4/3/2024. One device was received for evaluation. Visual inspection found a scratched lcd lens. There was a 'high alarm displayed: cassette locked but not latched' alarm revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the latch lock flex was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a latch lock error which was found during testing. This issue is not related to physical damage or abuse. There was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.